Event description:
A surgeon reports a laser firing issue; there were no pulses and no energy reported. There was no patient injury/impact associated with this event, however 5-6 cases were cancelled.

Manufacturer narrative:
Waiting for evaluation results.